Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that the stopper pops out of the tube. The following information was provided by the initial reporter: customer complaints the stopper popped off tubes of sm367961 lot#2347074.

Manufacturer narrative:
H.6 investigation summary: material #: 367861. Lot/batch #: 2347074. Bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and ten (10) retention samples were evaluated by functional testing, and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that the stopper pops out of the tube. The following information was provided by the initial reporter: customer complaints the stopper popped off tubes of (B)(4), lot# 2347074.